Manufacturer narrative:
One photo and five samples were received by our quality team for evaluation. It was observed in the photo and in the physical samples that there was one package that was opened with visible dirt inside. The reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, this incident occurred during manufacturing. When the product was moved on the conveyor belt after the packaging was cut, plastic burrs formed and got stuck as it moved. The dirt occurred after the product was stuck and the packaging opened. Actions have been put in place to help mitigate this incident. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 21ga 1-1/4in lax had foreign matter. The following information was provided by the initial reporter: I have been informed that when the box of needles was opened, a strip of five needles was found to be open and stained with oil, as shown in the attached image. However, we do not have the information about the box in which these defective parts were found. Additional information received on june 18, 2025. Could you please confirm the date of the event in dd/mm/yyyyyy format? - the event occurred on (B)(6) 2025 is the sample related to the incident available for analysis? - yes, the sample is available.